Manufacturer narrative:
Date of event is approximate. The serial number of the toothbrush was not provided. Device manufacturing date not available due to the toothbrush not being returned.

Event description:
Consumer called stating that their toothbrush caught fire. No medical attention was sought. No property damage reported.

Manufacturer narrative:
The root cause of the customer's complaint is mold on seal water.